Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the second smart coil evaluated. The embolization coil was intact with its pusher assembly and pet fiber were fractured. The second evaluated smart coil was damaged and, therefore, could not be functionally tested for the reported issue. Conclusions: evaluation of the first smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while advancing the smart coil through a demonstration microcatheter as the coil took shape inside its introducer sheath. The offset coil wind damage likely contributed to the coil taking shape inside its introducer sheath during the functional test and the inability to advance the coil into the microcatheter during the procedure. Evaluation of the second smart coil revealed that the embolization coil pet fibers were fractured, and the coil was stretched. These damages were likely a result of forcefully retracting the device against resistance. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. The root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01382.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance into the hub of a non-penumbra microcatheter; therefore, they were removed. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.